Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive on the upper half of the display, leaving the user stuck on the glucose graph page and unable to navigate or select on-screen buttons; the screen was not cracked, but the display did not function properly, and the device was deemed nonfunctional and replaced. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued glucose monitoring via a cgm application or receiver and device replacement with instructions provided for shutdown, data sync, return, and re-start procedures. Investigation included device replacement logistics and collection of the affected unit for assessment. Investigation of this device revealed a display or touchscreen malfunction consistent with a user interface hardware failure that impaired device usability. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen assembly or touch sensor.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.